Manufacturer narrative:
Analysis was performed. A review of the mapping in intellibridge enterprise (ibe) did not identify any issues. The parameters are correctly mapped to the appropriate identifications (ids). During testing, there was no request for to align the spelling of ¿venturi mask¿ label for the o2 source observation selection with what was configured in escalation process information communications (epic). Based on the results of the analysis, the product was confirmed to be operating per specifications and no problems were identified. The customer was provided the required details of mapping and necessary clarifications. Reporting institution phone # (B)(6).

Event description:
It was reported that they are receiving invalid values in epic for o2. The device was in use on a patient at the time of the event. There was no adverse event reported.